Event description:
This ra lead was implanted on (B)(6) 2013 and was abandoned on (B)(6) 2016 due to failure to capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).